Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated evening hyperglycemia while using the ilet system, with reports indicating frequent use of ¿more than¿ meal announcements soon after start of therapy and resulting prolonged elevated glucose, including a maximum of 320 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included review of device data and user reports, troubleshooting, and user education. Investigation of this case revealed likely maladaptation of the algorithm due to inconsistent meal announcements during the initial learning period. It was concluded that user handling contributed to hyperglycemia and that further guidance or device restart would be considered in consultation with a healthcare professional.